Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed an opening assessed as unidentified (tear) opening and missing assessed as inconclusive. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process.as per the investigation procedure, wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "exchange with no complaints towards the device" via "ultrasound". Later, healthcare professional reported "rupture". Later, healthcare professional reported "baker iii" . This record is for the "right" side. The device was explanted.

Event description:
Healthcare professional reported "exchange with no complaints towards the device" via "ultrasound". Later, healthcare professional reported "rupture". Later, healthcare professional reported "baker iii" . This record is for the "right" side. The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed an opening assessed as unidentified (tear) opening and missing assessed as inconclusive. As per the investigation procedure, wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade iii.